Event description:
Pt having heart cath. Dr using 6fr catheter to visualize rca. Difficult to cannulate artery. Dr torquing catheter quite a bit. Catheter and sheath kinked in iliac artery. Unable to advance wire thru kink to straighten out kink. Cardiologist was able to palpate kink thru abdominal wall and watch under fluoro to straighten it out and remove it with good results.